Event description:
It was reported that the patient came in because she heard the pump alarm and she was due for a pump refill; no symptoms were reported. The pump logs indicated that there were 4 stalls with recoveries on (B)(6) 2013 and another motor stall on (B)(6) 2013 with a tube set alarm on (B)(6) 2013. There was no motor stall recovery noted in the logs. The pump was refilled. The pump was delivering baclofen and dilaudid. It was later reported that the cause of the stall had not been determined. The physician planned to replace the pump as soon as possible. The pump eri (elective replacement indicator) was 50 months.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported that the patient would be going into surgery on (B)(6) 2013 for a pump replacement. No new reportable information. It was later reported that the pump stalled many times between (B)(6) 2013. Pump logs indicated that multiple motor stalls with recoveries occurred on (B)(6) 2013. The pump was replaced. It was noted that there was no patient injury and the patient recovered without sequela.